Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low and high blood glucose of 47 to 500mg/dl. The customer treated with sugar and insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 70 mg/dl at the time of the call. Troubleshooting was performed and found that the customer had experienced sensor glucose and blood glucose differences and that the pump was worn in an MRI machine. Customer was advised to not wear the pump in xray or MRI machines. Troubleshooting was declined by customer. Customer wanted to document the incident only. No further details.